Event description:
It was reported that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and identified that the host pc was powered off, and both the hard drives and fans were inoperative. Upon troubleshooting, fse found that a defective switch is hindering the system from turning on. To resolve the problem, fse replaced the faulty switch. Nevertheless, the large screen in the examination room showed a blue screen indicating un mountable boot volume. To resolve the fse replaced the hard disk. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.